Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump passed basic occlusion test and displacement test. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime anomaly. The insulin pump was received with corroded battery tube, minor scratches on lcd window and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that he was using the motor to prime the pump and he discovered that he was not getting insulin. Customer then inserted a new infusion set and was still not successful. Customer stated that he changed the set through the evening and he was still not able to get the pump to work properly. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer stated that he played soccer and that may have contributed to the issue. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that his blood glucose was 78 mg/dl at the time of the call. Customer did not treat for the high blood glucose as the pump needed to be replaced due to a button error.